Manufacturer narrative:
Manufacturer's report date: 02/07/2014. Internal file no: (B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for eval.

Event description:
Customer reported extension set was placed on an operating room pt on (B)(6) 2014, infusing heparin. The extension was found to be leaking the morning of (B)(6) 2014. A scheduled lab draw on (B)(6) 2014 showed that the heparin was non therapeutic, it is undetermined if the leak contributed to the outcome. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.